Event description:
It was reported to tyco healthcare/kendall on 07/22/03, that a customer had a problem with a foley catheter. The customer reports, "the catheter would not deflate, and therefore had to be surgically removed form the patient."